Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem wall adapter to charge the pump. The customer declined to be sent a tandem wall adapter. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump..